Manufacturer narrative:
The reported event of dislodge was not confirmed. Final analysis found the helix length within product specification and found normal device characteristics. No anomalies were detected.

Event description:
It was reported that post-implant, the patient's leadless pacemaker had been causing premature ventricular contractions due to positioning. Fluoroscopy was performed and confirmed leadless pacemaker movement from the initial fixation point, causing the device to make unintended contact with the cardiac tissue, resulting in the arrhythmia. The device was then explanted and replaced. The patient was stable.